Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of explant is estimated.

Event description:
Related manufacturer reference number 1627487-2019-07780, related manufacturer reference number 1627487-2019-07781, related manufacturer reference number 1627487-2019-07782, related manufacturer reference number 1627487-2019-07783. It was reported that the patient had uncomfortable stimulation. Surgical intervention took place around one year ago (exact date unknown) to explant the system.